Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a lead screw test was completed and passed. Instructed customer call back to perform the high-pressure test when clamp arrives.